Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in three pieces. Visual examination found an external insulation abrasion between the shock coils. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.